Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. Additional observations were as follows: the device was returned in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger is advanced into the nozzle tip. The nozzle tip is bent/damaged. The intraocular lens (iol) was returned in a plastic bag. Solution is dried on both surfaces of the optic and haptics. Both haptics were intact. The optic is scratched/marked-rejectable. The product investigation could not identify the root cause for the reported complaint "edge of the lens was tip". The lens was returned advanced outside the device and is damaged. The plunger has not been fully advanced. The nozzle tip was damaged but this type of damage most likely occurred during the product return. Lens damage may occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastic leading to underfill, overfill, misfolding, delivery issues and /or damage. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol/device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A prosthesis coordinator supervisor reported that during a cataract extraction with an intraocular lens (iol) implant procedure, edge of the lens tip was defective. Hence the lens was removed by surgeon during initial procedure. Additional information was requested, but further no information was available.